Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current drain resulting from a short circuit on the hybrid.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was explanted and replaced successfully. No additional information was available.